Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and broken belt clip rails. No damage on reservoir ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.